Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer stated she received critical pump error, then the pump turned off. The customer did not know what led up to the incident. The customer was advised to disconnect from the pump and was assisted with pump reset. The customer stated the pump screen turned off, however, the customer was not able to clear the error. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the device was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify frozen screen, critical pump error (open book image) alarm, pump error 24 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.